Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal gablofen at an unknown dose and concentration. The indication for use was not reported. It was reported that the ¿morphine pump¿ was suddenly over administered. The pump was stopped immediately after the drug was given too fast, and removal was performed. The pump would not be replaced. The physician was not provided with any description of any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient's status was alive - no injury. The patient¿s past medical history and other medications were unknown. The pump implant date was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Fdm updated to (B)(4) . Fdr updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An 8840 was used to program the pump. The patient's weight was (B)(6) kg at the time of the event. It was reported a programming error did not cause the pump to overadminister. The pump was delivering morphine.